Manufacturer narrative:
No further information was provided. A supplemental report will be provided once investigation is completed.

Event description:
It was reported by the vad coordinator that the patient expired due to sepsis. No root cause of the infection was provided. Anticoagulation wasn't treatable in target values due to sepsis. Spontaneous sab developed which was related to outcome. There were no reported device issues or malfunctions. There was no autopsy performed and the device was not returned for evaluation. No additional information was provided.

Manufacturer narrative:
Section b2 (date of death): correction. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.